Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via returned device analysis. Additionally, the clip cover appeared to be lifted and the gripper cover was observed to be bulky and frayed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. The observed lifted clip cover is likely a result of procedural circumstances. The observed bulky and frayed gripper cover are likely a result of troubleshooting. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 4+ with prolapsed posterior leaflet. Both steerable guide catheter (sgc) and clip delivery system (cds) were prepared per instruction for use (IFU). Several attempts were made to grasp the leaflets and at one point the anterior could not be visualized to lower. The clip was inverted and retracted to the left atrium to test the grippers. It was confirmed that the anterior gripper would not lower. The clip was removed and was examined outside the patient. During testing, the anterior gripper was stuck in the raised position and took some direct manual pulling force to release. A replacement device was used to complete the procedure. Two xtw clips were implanted with no reported issue, reducing mr to grade 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.